Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 600mg/dl with symptoms of dehydration associated with a time/date reset issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the time and date reset to default settings when the battery was out of the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue with use error as a contributing factor.